Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump delivered too much insulin and the customer no longer uses the insulin pump. Customer did go to the hospital because he wasn't wearing the insulin pump. Customer's current blood glucose readings are 200 mg/dl. No further info reported.